Manufacturer narrative:
(B) (4) - failure (event) observed during analysis. Analysis found that the device reverted to backup mode several times during testing. Further analysis performed by the hardware department indicated that a defective ram was causing the device to re evert to backup operation.

Event description:
This report is to advise of an event observed during analysis.